Event description:
It was reported this was an arteriotomy closure of the right common femoral artery (rcfa) using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to greater than 8.5 sheath. Resistance inserting the larger sheath was noted due to scar tissue from previous intervention and the sheath possibly damaged the artery. The tavi procedure was completed. Reportedly post procedure, after pulling the first suture, the suture came out the artery and the same issue occurred with the second suture. A third prostyle device was attempted, but the hole in the artery was too big so it did not work [failed to achieve hemostasis]. Hemostasis was achieved by placing a covered stent inside the rcfa from the contralateral site. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional prostyle devices referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- device code 4001 patient device interaction problem was removed.

Event description:
Subsequent to the initial report the following correction was noted: a third prostyle device was attempted, but the hole in the artery was too big so it could not be positioned and therefore was not deployed. Hemostasis was achieved by placing a covered stent inside the rcfa from the contralateral site. No additional information was provided.